Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that since (B)(6) 2013, 16 patients have had pressure-level settings that were different in their follow-up checkups than the levels they were originally set at. Fifteen of the patients were asymptomatic. One patient had a subdural hematoma that resolved after the valve's setting was readjusted to the original pressure level setting. The exact event dates and patient and device specific information were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.